Event description:
After tubing clamped per device instructions it "sealed" together. Access was closed & dialysis could not be performed. Cath was discontinued & "new cath. Inserted. (Surgical procedure) pt. Returned 2/22 with same problem.on 2/11/94 I spoke with device sales person cbs medical he stated this is a "known problem".